Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. During device evaluation, the reported event was unable to be replicated. However, a non-reportable defect was found: insufficient light transmission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video telescope "endoeye high definition ii", 10 mm, 30° displayed error code b30. In the middle of the procedure the screen suddenly turned pink, with the error code. Troubleshooting was conducted in which all 3 components were reconnected and the picture was back. This extended the procedure, but the exact time was not provided. This time would be expected to be short in nature. There was no injury to the patient or operator. As the event was not life threatening, the delay was short, there was no intervention or hospitalization.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.